Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating blood glucose with a low of 65 mg/dl followed by a high of 307 mg/dl after ingesting two spoonfuls of honey to treat the low and then eating dinner, with ilet alerts for both high and low glucose and a total out-of-range duration of approximately 3.5 hours. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention. Investigation included user counseling on avoiding overcorrection of hypoglycemia and education on appropriate use of oral fast-acting carbohydrates. Investigation of this case revealed user-related overcorrection leading to subsequent hyperglycemia, with no device malfunction reported or observed. It was concluded, based on previously established findings for similar reports, that the cause was use-related and attributable to overcorrection of a low followed by a meal. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.